Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what was the patient age, gender, bmi? Female, (B)(6). Was buttressing material used? No. Please provide timeline of events from initial procedure to reoperation. Tachycardia at d-1 with abdominal pain. Recovery at 11.30am. Were there any difficulties with device intraoperatively to include malformed staples or hemostasis concerns? No. How was the post-operative bleeding identified? Anemia during the medical check. Was the site of the bleeding identified? If so, where? No. Was the bleeding intraluminal or intra-abdominal? Intra abdominal. What, if any, ethicon device was used at the identified site of bleeding? No. What is the current patient status? Good.

Event description:
It was reported that after a sleeve gastrectomy procedure, there was post-operative bleeding. The patient has been re-operated. Hospitalization time extended. The initial procedure went as usual.